Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer alleging insulin pump was under delivering. The customer experienced symptoms such as vomiting. The customer was treated with insulin pump and intravenous drip. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.